Event description:
A medtronic rep called in to report that the camera will only track at a distance of 3-4 feet away from the frame. When he moves the camera out of that area, the tracking stops and goes immediately to red status. He tried to adjust the camera in all directions but will not track outside of that range. No pt was present.

Manufacturer narrative:
No pt was present. The returned product did not meet specifications. The device malfunction was confirmed and directly related to the reported event. The psu returned high geometry error for the passive probe and only red status for the active frame. There was no tracking. Too few markers were identified to run the aak test. The psu was out of calibration. A replacement part was sent to the site and the tissue was resolved.